Manufacturer narrative:
(B)(6).

Event description:
It was reported the device had an over voltage protection (ovp) failure. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The authorized service provider (asp) confirmed that the ovp failure is displayed. The asp replaced the motor controller pcba, and the issue was resolved.